Event description:
It was reported via repair work order that the right track is missing which could effect stair engagement. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.